Event description:
Caller reported a cartridge alarm 20, but there was no adverse impact to the customer¿s blood glucose level. The issue did not occur during the load process, and it was confirmed that previous alarms had been reported with this pump's serial number. The pump, which was under warranty, was set to be replaced by technical support, who confirmed the shipping address and advised the customer that the replacement pump would come with updated software. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.